Manufacturer narrative:
The electrode belt and monitor were returned to the distributor. The monitor evaluation has not yet been completed. Device evaluation of belt has been completed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Awaiting distributor's evaluation of the returned monitor.

Event description:
The patient was inappropriately treated 1 time by the lifevest. The patient's neurological status at the time of the event is unknown. Supraventricular tachycardia (svt) contributed to the false detection. The response buttons were pressed after the treatment was delivered. The response buttons functioned appropriately. No injury was reported from the treatment. The patient did not seek medical attention. It is not known whether the patient continues to use the lifevest. No deficiencies were alleged against the device.